Manufacturer narrative:
Field service specialist visited the site and completed femto standard service call check list. Cut/measured gel with good melt at doctors settings. System was operating according to j&j vision specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported there has been diffuse lamellar keratitis since the last service on the ifs. Most of the cases were resolved. This case is for the patient that had surgery on (B)(6) 2020 and presented 1 day post treatment with dlk grade 2 in right eye and grade 1 in left (both diffuse). Visual acuity was 20/20 in right eye and 20/15 in left eye. Right eye resolved on (B)(6) 2020 and left eye resolved earlier on (B)(6) 2020.